Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's experience. Although requested, the device has not been received for eval. Should the device be received, a f/u report will be submitted with eval results.

Event description:
The sales rep received an e-mail from customer stated that they have concerns about "the calibration/time settings of their pumps". It was reported that an infusion was programmed for 60 mins and took 70 mins to infuse. Their concern was that the pt was enrolled in a study and the medication had to be infused in 60 mins. No pt harm or medical intervention was reported. No further pt or event details were provided.